Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left upper lung resection procedure, when the gun is tested, the nail can not be closed, and then the I-beam is forced to close before exiting, and the device was also difficult to unload. They then used another device to resolve the issue in order to complete the case. There was no patient injury.